Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 402 mg/dl on 4/10/2026. The elevated bg was addressed by changing out pump supplies. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.